Event description:
Reporter alleged obtaining the results of 288 mg/dl, 284 mg/dl and 101 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took her 1000 mg of "fortimet" and 10 mg of glipizide as normal after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.